Event description:
It was reported by service report that the foot end of the litter was drifting down. There ws pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Gas rods, litter.